Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary parenchyma resection procedure, a plastic foreign matter from the device had disengaged in to the patient cavity. The plastic was retrieved and washed and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection of the returned product noted a small green particulate matter in the returned packaging. Visual analysis of the loading unit did not find any obvious damage where the pat mat could have come from. Foreign material was inspected and it was determined to be consistent with the shavings from the cartridge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing of lobectomy ,they used stapler and cartridge for pulmonary parenchyma resection. They found a foreign material (plastic part) on surgical field. They assumed it was disengaged from the product described above, but it was uncertain. The plastic was retrieved using forceps and washed and the procedure was completed using the same device. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the loading unit was fully fired. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. Damage was noted to the cartridge blade channel. The particulate matter was determined to have originated from the loading unit cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. This may cause the blade to damage the loading unit cartridge resulting in shavings. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.